Manufacturer narrative:
Evaluation summary: neither x-rays nor operative notes regarding the primary surgery were provided. As such, the primary surgical technique cannot be reviewed and the implant construct cannot be analyzed radiographically. Operative notes from the revision surgery were provided and reviewed. Nothing exceptional was noted. Patient factors that may affect the performance of the components such as bone quality, activity level, and type of activity (low impact vs high impact) are unknown. Based on the available information, an exact cause for the reported condition cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to instability.